Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead was tested as a new implantable cardioverter defibrillator (ICD) was being implanted due to normal battery depletion and the high shock impedance measurements remained. The lead was elected to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.